Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the seals of the universal seal assembly torn. A potential cause of this failure may be that the seals got damaged during the insertion/removal of the sharp surgical device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, the duckbill valve fell into the patient when surgical sponge was removed from the patient via the trocar. The duckbill valve was retrieved. There were no adverse consequences to the patient. The doctor commented that the surgical sponge had been pulled out forcibly.

Manufacturer narrative:
(B)(4).